Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform stapler 60 instrument tip exhibited unintuitive motion. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 60 instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was placed on an in-house system and the message "instrument failure. Manual stapler release previously used on device. Do not reuse." Was observed. The instrument was placed on the system and failed engagement multiple times. Visual inspection was removed and no damage was found when the housing was removed. No functional tests could be performed due to the failed engagement. Based on the log review, the instrument was found to have 1 engagement failure. The instrument was found to have tears on the wrist cover, measuring 0.089" - 0.177". No material appears to be missing. Instrument was re-tested and engagement failure was replicated. The instrument could not be checked for non-intuitive motion due to repeated engagement failures. It was observed that the main tube did not rotate smoothly and seemed to be at one roll hardstop when removed from the system. Visual inspection shows that the roll gear tooth is not in the correct location, and is not mating with the hardstop on the idler gear. Additionally, the idler gear tooth appears to be damaged normal hardstop, which is the likely cause of the engagement failures. Regarding the "manual stapler release previously used on device" message that was displayed upon initial install in-house, the logs from the site show a tool recognition error indicating both tool presence pins were not detected on the system arm. The tool presence pins not detected would result in a partial tool of f condition, which prompts a message to the user that the manual release knob (mrk) may be needed. Partial tool off condition may be a result of external usm collisions which could have caused the instrument to become disengaged from the sterile adapter. It is likely that the partial tool off led to the user using mrk, causing the system software to force expire the instrument, which is the expected behavior following mrk use. The logs support this scenario by showing two errors later in the case pointing to this instrument being force expired.